Event description:
During a gastrectomy procedure, after firing the sdh25 the surgeon found about half of the staples were not formed completely. They changed to another sdh25 to finish the procedure. There was no reported pt consequence.